Event description:
During a prone cervical procedure the surgeon flipped the pt and tightened the frost swivel adaptor starburst of the mayfield infinity xr2 skull clamp. The unit was set at 70 pounds of pressure. The pins moved and caused a small laceration. The surgeon switched the xr2 to the aluminum mayfield and proceeded with the case. It was felt that maybe the surgeon didn't ratchet the skull clamp as tight as he should have before applying pressure or maybe the pins were not seated flush. The pt was reported to be "fine."

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.